Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial#: (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative on a patient receiving dilaudid (hydromorphone) at a concentration of 20 mg/ml at 1 mg of dose via an implantable infusion pump. It was reported that the patient pump flipped in the pocket. Factors that have led to this issue is that pump hit patient¿s pelvic bone when she sat down. No troubleshooting or diagnostics were reported. It was mentioned that the intervention taken to resolve this issue was to moved the pump pocket higher. The catheter was found coiled in the pocket so this was partially explanted and a new catheter was implanted on (B)(6) 2021. It was noted that part of the pump segment was abandoned. The issue was resolved at the time of the event. Patient status at time of repot was alive and no injury.